Manufacturer narrative:
This report is submitted on november 28, 2019.

Event description:
Per the clinic, the patient experienced an infection at the magnet site which was treated with a topical steroid. The implant remains in-situ.